Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed twice; no issues were observed with the cartridges or infusion sets. Customer¿s blood glucose (bg) was over 600 mg/dl and ketones were present. Customer was nauseous, vomiting and was unable to walk. Manual injections were administered to address bg. Customer went to the emergency room and was admitted to the hospital. Customer was in diabetic ketoacidosis (dka) and ketone level was considered dangerous by a healthcare provider. Reportedly, customer was close to ¿experiencing a coma¿. Intravenous insulin was administered. Elevated bg/dka were resolved with no permanent damage. Customer was released from the hospital on (B)(6) 2019 with bg approximately 480 mg/dl. Customer declined tandem technical support¿s offer to perform a pump system check and reverted to manual injections for insulin therapy.